Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover had a couple of holes burned though the silicone. The silicone exhibits localized melting around the holes, indicating an arcing event occurred. The hole sizes are approximately .025 to .035 with varying shapes (round and oblong), and are located from .315 to .370 above the silicone to sleeve interface. Engineering concluded that multiple holes indicate multiple arcing events occured. The tip cover accessory also exhibits mechanical tearing at the edge of each hole. No other damage found.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon observed arcing coming from monopolar curved scissors (mcs) instrument with the tip cover accessory installed. The tip cover accessory was removed and inspected, and a hole was noticed during inspection. A replacement tip cover accessory was installed on the mcs instrument and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.